Event description:
It was reported that a user contacted support to verify whether a meal announcement had posted, learned how to locate announcements in reports and graphs, and identified that the initial meal announcement had not gone through; the user then correctly announced the meal before eating, and blood glucose was not affected. Symptoms included no reported adverse symptoms. Outcomes included no clinical impact and no alarms. Investigation included user education on locating and confirming meal announcements within device reports and graphs. Investigation of this case revealed a missed meal announcement that was resolved through user action, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction was the likely cause.